Manufacturer narrative:
Continuation of d10: product ID 306001, lot# unknown, implanted: (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for overactive bladder. It was reported that the trial was initiated on (B)(6) 2026. It was reported that they had accidentally pulled the wire out from their skin earlier this morning (B)(6) 2026 around 7am. Troubleshooting was performed and the patient confirmed that they had checked programmer and showed that wire has been disconnected. The patient said that they had already contacted physician office and was instructed to bandage their incision site. The patient's incision site was already bandaged by their spouse. The patient said end of trial still on same date at (B)(6) 2026. The event was notified to manufacturer representative (rep) to contact patient for assistance. The issue was not resolved and it was still ongoing.